Event description:
Inner diaphragm (black and clear) of the kii balloon blunt system trocar broke free from the trocar and was discovered in the pt's abdomen following completion of the surgery. The diaphragm was retrieved by the surgeon.